Event description:
Consumer is reporting needle clog. Stated, there is no insulin flow when she primes her pen needle prior to injection. Stated, it happened more than once in multiple boxes, but she is only reporting one lot number today. Lot: 2327554 catalog: 320550 date of event: unknown samples: no cl

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.